Event description:
It was reported that during a shoulder arthroscopy the outflow of the pump did not work properly. There was no harm for patient, operator or third party reported. The surgery was finished successfully without the outflow site. It was not necessary to switch the surgical technique or do a second surgery. 22-may-2023 update dw. Further information were provided that the suction of the device did not work or was way to low when the device was used with a shaver. It was further reported that an arthrex tubing was used.

Manufacturer narrative:
Complaint is confirmed. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, the device recognized the cassette from spinning. The outflow of the pump is slow, and only a small amount of liquid. It was noted during the test that the pump motor/rotating parts made a loud noise when running and latch door was vibrating strongly when the pump was running. This is an indication of wear and tear. The review of the complaint records for serial number (B)(6) shows that the device has no previous complaints. Visual evaluation showed no damage to the housing of the pump. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The original warranty seal was present and completed. The most likely cause for the slow outflow is attributed to wear and tear, since the pump motor and other rotating parts of the device have evidence of being worn.